Event description:
It was found during testing that a pump was alarming for upstream occlusions. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The symptom alarming for upstream occlusions was confirmed and reproduced during initial testing. When retested the pump was found to deliver within design specification. The upstream sensor/pusher was replaced.